Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, resistance was experienced advancing the valve through the 16f esheath+. It was noted that there were issues during crimping the valve which may have contributed to the initial push force issues. It was also noted that the patient had a great deal of tortuosity and friable arteries. During the procedure, the expansion tool was used on the back table, and it was noted that the esheath seam popped open just past the constrained portion, as it should. The valve was crimped 3 times, 5 seconds each, as per the IFU (the person who crimped reported that the final stopper was reached each time). As the tech was placing the valve in the loader, the fcs pointed out that it seemed like some extra force was required. However, the tech mentioned that the force did not feel high. There was high push force from the loader into the sheath which became worse once the valve entered the sheath. As the valve was advanced from the constrained to expandable portion of the esheath, it was observed that the esheath+ was effectively crimping the edge of the valve and that it looked like the leading/skirt edge of the valve was larger than it should have been. Advancement was stopped when the push force became unmanageable. The system was ultimately retrieved as unit and will be returned for inspection. The valve did not appear damaged after removal. A second dilator was prepared in the same manor, and once inside the body, an 18f dilator was used to pop open the seam with some resistance. A second valve was prepped and this time during prep, it was noted that the skirt end of the valve was slightly out of the jaws of the crimper (this was pointed out and corrected). The valve was easier to insert and advance in the loader this time and appeared more cylindrical (with leading edge slightly tapered) once inside the sheath. The valve was successfully implanted. The patient was in stable condition. There was a dissection at the access site that was treated with 2 9mm viabahns and a balloon. The vessels were minimally calcified but measured 6mm with significant tortuosity, appeared friable overall and did not have a lot of stretch to accommodate expansion of the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Images of the device were provided. Review of the images revealed the esheath+ liner was partially expanded at the distal end of the strain relief, but the remaining liner was unexpanded. The esheath+ was returned for evaluation. Visual examination revealed partially expanded liner approximately 2" starting at the distal strain relief with the remaining liner unexpanded and the distal tip unopened. The crimped thv was stuck at the proximal strain relief. The crimped thv was removed and no abnormalities were observed with the thv. The associated 29 mm commander delivery system was advanced through the esheath+ and the remaining liner expanded and distal tip opened as designed. The complaint for resistance and inability to advance through the esheath+ was confirmed based on evaluation of the returned device. Available information suggests patient factors (tortuosity) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.